Event description:
The customer reported the ventilator went vent inop and alarmed during setup. The ventilator was not in use on patient, therefore there was no patient involvement or harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The respironics service technician verified the reported problem due to a flow sensor failure. The service technician replaced the exhalation flow sensor to correct the problem. Extended self testing (est) and performance verification testing was completed on the ventilator and all tests passed per operating specifications.